Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent transfemoral tavr with a 26mm sapein3 ultra valve. As reported, the balloon was misaligned in valve. It appeared that the balloon was pulled beyond the prescribed point during alignment, no other indications suggest technical issue with device. The team was unable to re-advance balloon in the valve. The team was unable to withdraw the valve back into the esheath to remove as one unit. The team removed from the patient via femoral cutdown. A new valve was implanted via the contralateral femoral and implanted successfully. The patient was stable throughout the case and was alive at the end of the procedure.

Manufacturer narrative:
Supplemental report submitted to include additional information received through pre-decontamination findings. Updated h6-component code. And h6-device code. During pre-decontamination, engineering attempted to expand valve and leakage was observed through pin hole on working length of balloon, distal of valve location, likely due to withdrawal difficulty. The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually examined, and the following was observed: upon engineer's attempt to expand the crimped valve, leakage was observed through a pin hole on the working length of the inflation balloon, proximal to the valve location, likely due to manipulations during the reported withdrawal difficulty, as well as device return condition (inflation balloon at a bend angle). As the valve could not be expanded during engineering evaluation, it was manually removed using a pair of tweezers a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints valve alignment difficulty, withdraw difficulty and balloon leak are confirmed based on evaluation of the returned devices. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Evaluation of the returned product showed that the device conforms to specifications. A DHR review was unable to be performed as no lot number was provided. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. For the complaint of valve alignment difficulty, as reported, ''the balloon was misaligned in valve. It appeared that the balloon was pulled beyond the prescribed point during alignment, no other indications suggest technical issues with device. The team was unable to re-advance balloon in the valve. [...] There was nothing untoward observed in the procedure other than the balloon 'jumping back' beyond the valve during gross alignment.'' Functional testing of the returned device confirmed that the valve alignment function operating as intended; therefore, the reported event is not attributed to any product nonconformance. In this case, it is likely that the balloon shaft was pulled past the warning marker during gross alignment. This creates tension, resulting in a spring-back effect when the hand is released from the balloon shaft. According to the instructions for use (IFU), valve alignment should be initiated in a straight section of the vasculature by disengaging the balloon lock and retracting the balloon catheter until part of the warning marker becomes visible, taking care not to exceed this point. The IFU also cautions the user not to position the valve beyond the distal valve alignment marker. Furthermore, the training manual emphasizes that the warning marker signals the balloon catheter is nearing a hard stop and must not be pulled past this point. It also notes that any overlap is irreversible and that the transcatheter heart valve (thv) moves in only one direction relative to the balloon. As such, available information suggests that use error (not following instructions) likely contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. For the complaint of withdraw difficulty, as reported, ''the team was unable to withdraw the valve back into the esheath to remove as one unit.'' Per evaluation of the returned device, the distal end of the sheath liner was slightly stretched, likely due to catching onto delivery system during withdrawal. Per the training manual, if deciding to retrieve the thv back into the sheath tip, ''ensure the thv is centered on the flex tip [...] Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.'' In this case, the valve was over-aligned, likely leading to a larger profile while over the inflation balloon. Withdrawal of a crimped thv that has had its profile altered can contribute to resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. As such, available information suggests that procedural factors (altered valve profile) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. For the complaint of balloon leak, per evaluation of the returned device, upon the attempt to expand the crimped valve, leakage was observed through a pin hole on the working length of the inflation balloon, proximal to the valve location. Additionally, the inflation balloon was returned at a bend angle. During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of leakage on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. In this case, the balloon damage likely occurred during device withdrawal. It is possible that the valve could have further shifted distally during withdrawal, leaving an exposed gap between the flex tip and valve. This exposed area can potentially interact with the strut and puncture the balloon. Additionally, the device was returned with the balloon in a bend angle, increasing the risk of making contact with the strut and damaging the balloon. As such, available information suggests that procedural factors (high withdrawal force, device return condition) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.